Event description:
It was reported that the first lead was not able to be implanted because it dislodged. The second lead was not able to be implanted because of positioning difficulties (lead would not cross into vessel). The two leads were attempted but not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. All conductors blood/body fluid (not obstructed). Full lead returned and analyzed. (B)(4) no anomalies found. Distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed.